Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted there is a proximal conductor fracture at 20.9 cm and 21.5 cm. There is a breached depression of outer insulation at 7.1 cm and a clavicle rib breach in outer insulation at 19.1 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent noise found during a device check. Upon opening of the pocket, the physician noted insulation breach, with the insulation appearing to have rubbed off in a small area. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.